Manufacturer narrative:
Ous MDR - the ICD first underwent a visual inspection. The traces of lead insulation abrasion and of spark-over were found on the ICD housing. The slit-like site with locally melted titanium indicates a spark-over between the housing and the hv-1 conductor of the lead during a shock delivery. The ICD could no longer be interrogated at the time of the analysis. The device was then opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage is consistent with the spark-over traces on the ICD housing. The analysis did not indicate a material defect or mfg error. In summary, a spark-over between the hv-1 conductor of the lead and the ICD housing occurred during a shock delivery. This points toward a defect lead insulation, probably damaged by strong abrasion. This conclusion is confirmed by the signs of abrasion of the lead and the spark-over traces at the same site of the ICD housing. The spark-over during the shock deliver is equivalent to a shock delivery into a low-ohmic shock path. This "short-circuit" destroyed the final shock stage. This is not a device shortcoming. There was no material defect or mfg error.

Event description:
Ous MDR - (B) (6) 2009: external cardioversion of the pt was performed with 360 j (100 and 175 j not successful) because of atrial fibrillation. The subsequent interrogation of the ICD showed a drop in the shock impedance with a 1-j test shock. For that reason, delivery of a synchronous 30-j test shock was delivered, which triggered ventricular fibrillation. The ICD correctly detected the subsequent shock delivery of the ICD and the external defibrillator, at first, did not terminate the ventricular fibrillation. The pt was stabilized with additional external shock deliveries, CPR and drugs. (B) (6) 2009: the interrogation of the ICD now shows the device status of eos. Two medtronic leads were a part of this system. Sprint fidelis, (B) (4) and 5076, (B) (4).